Manufacturer narrative:
Confirmation was received from the customer that the device will not be returned, therefore there are no investigation results to report. It is common clinical practice to inspect the product before use. Compliant histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Manufacturer narrative:
The product is expected to be returned for analysis; however, it has not yet been received. Upon the return of the product a supplemental report will be sent with the investigation results. The correct lot number was not provided; therefore, a review of the manufacturing records could not be completed. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review.

Event description:
As reported, in this fogarty catheter, the marking stripes on the catheter moved around and one fell off in the patient. A second device from the same lot number was opened and the issue occurred again. One other unopened catheter with the same lot number has been pulled from the stock. The defective device that was used on the patient is available for evaluation. Patient demographics were requested from the facility, but no information has been received.